Event description:
It was reported that an expired xience prime 3.0 x 18 mm stent (expiration date 02-jan-2015) was implanted in a patient on (B)(6) 2015. The incident was discovered on (B)(6) 2015. Reportedly, there have been no patient issues. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for device expiration issue from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: note the product use by date.